Manufacturer narrative:
The reported events were lead could not be fixed, failure to capture and failure to sense. The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. All tines were intact and undamaged.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead was unable to be implanted, exhibited high capture threshold resulting in failure to capture and failed to sense. The lead was not used and replaced during procedure. The patient was stable.